Manufacturer narrative:
Product analysis: the analysis could not confirm the customer comment of the programmer could not find devices. No interrogation problems were observed during tests with several test implantable pulse generators (ipg). It was also determined at analysis that there was a cut in the stylus cable the shielding was visible, the stylus does not work correctly. The cord bay latch and upper and lower bullets were broken. The paper tray was nearly empty, software errors were found. The software was re-installed and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer could not find devices. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.